Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a sensor pairing failure with a freestyle libre 3 plus during setup, which was addressed by instructing the user to toggle bluetooth, restart the ilet, and rescan the sensor through the ilet app, after which the sensor entered warmup and pairing was considered resolved. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included remote troubleshooting and user education. Investigation of this case revealed that connectivity during initial pairing was unsuccessful but resolved after standard troubleshooting steps, with no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was a transient connection issue during pairing.